Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. No display anomaly noted. The insulin pump passed self-test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that she woke up in the morning and noticed that all the pixels on the display were lit up and the buttons on the insulin pump are unresponsive. Customer stated the insulin pump was not exposed to extreme temperatures or direct sunlight. Customer was advised to stabilize at room temperature; the black screen did not disappear. Blood glucose value was 59 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.